Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself while attempting to print the code summary from the device. There were no reports of adverse effects to the patient. The customer advised that no additional patient information is available.

Manufacturer narrative:
Physio-control further evaluated the customer's device. Physio replaced the device's battery pins, power pcb assembly, and battery wire harness assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. The worn battery pins along with the corrosion at j11 and p11 can potentially cause an excessive voltage drop during defibrillator charging which may result in the device losing power unexpectedly.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself while attempting to print the code summary from the device. There were no reports of adverse effects to the patient. The customer advised that no additional patient information is available.